Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. U1 on the defibrillator board was also shorted. U1 is a supervisory chip on the defibrillator board that helps power up. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The root cause of the shorted u1 looked to be a manufacturing defect. This is a very rare event. The damaged connector and u1 on the monitor were replaced. No adverse events resulted from the damaged monitor.

Event description:
A distributor contacted lifecor customer support to report that a 3100 monitor that had response button covers missing.